Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided guidance on inspecting and cleaning the pump. The customer was able to successfully follow the instructions, load the cartridge, and resume insulin delivery.